Event description:
A report was received that the patient had an explant due to unknown reason. No device malfunction was suspected.

Event description:
A report was received that the patient had an explant due to unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that reason for explant was inadequate stimulation.